Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-jan-25. The medical event associated with this case occurred on 05-may-2025 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device and the customer was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced hypoglycemia, sweating, tremor and a loss of consciousness and was unable to self-treat. The customer called the ambulance where a blood glucose result of 40mg/dl was obtained on a healthcare professional (hcp) meter. The customer received treatment of glucose via IV and orally from the healthcare professional (hcp). Later on, again a blood glucose result of 288mg/dl was obtained on hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device and the customer was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced hypoglycemia, sweating, tremor and a loss of consciousness and was unable to self-treat. The customer called the ambulance where a blood glucose result of 40mg/dl was obtained on a healthcare professional (hcp) meter. The customer received treatment of glucose via IV and orally from the healthcare professional (hcp). Later on, again a blood glucose result of 288mg/dl was obtained on hcp meter. There was no report of death or permanent impairment associated with this event.